Event description:
Note: the date of the event is unknown. Note: this report pertains to the second of two events that occurred during the same procedure. An autotome rx sphincterotome was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure in a male patient. According to the complainant, "the [sphinctero]tome would not bow at all." A third autotome rx sphincterotome device was used to complete the procedure. Refer to associated manufacturer report #3005099803-2008-00443 for a description of the first event description.

Manufacturer narrative:
A visual examination of the returned device revealed that the cutting wire was charred (see figure 1, page 3) which indicated that excessive electrical current flowed through the device. The cause of the excessive current is unknown, although possible causes include: improper tome position allowed the cutting wire to abut the endoscope which resulted in a short circuit and excessive power was applied to the cutting wire due to improper generator settings. A review of the complaint database did not identify any additional complaints for this lot. The device history record for this lot was reviewed; no anomalies were noted. The march 2008 15 month autotome sphincterotome product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.